Manufacturer narrative:
The recipient reportedly experienced cellulitis with discharge around the implant site. The recipient is doing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly received antibiotic therapy for the infection. Additional treatment details will not be provided. The external visual inspection revealed silicone damage on the top cover, and the electrode was severed at the fantail prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an infection of the wound retro auricular including pseudomonas aeruginosa and secretion. The recipient is presenting with pain. The infection was resistant to piperacillin and ceftazidime antibiotics. The recipient's device was explanted. The recipient was not reimplanted.